Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿cysts and radiolucency around the tibial implant and a little bit of migration. The pe cannot be assessed directly with the CT, but there seems to be no significant breakage or dislocation. The talar component does show some radiolucency and cysts as well suggesting the loosening of the implant.¿ based on investigation, the root cause was attributed most likely to a patient related issue. The failure was caused by cysts around both tibial and talar component if device is returned or any further information is provided, the investigation report will be re-assessed. H3 other text : device remains implanted in patient.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery, the reason for the revision surgery is still unknown.